Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant after this right ventricular (rv) lead was positioned no sensing or pacing could be measured. Out of range pace impedance measurements were also noted. The lead was re-connected and the pacing system analyzed cables were exchanged but no changes were seen thus a lead fracture was alleged. This rv lead was disposed due to infectious disease of the patient. No adverse patient effects were reported.